Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files captured no abnormal events ¿ the captured events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections for device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13jul2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ of the IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This section also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a transient ischemic attack (tia) on (B)(6) 2021 with elevated ldh of 581. The log file captured low voltages while on battery power due to normal battery depletion. The patient's international normalized ratio (inr) was mostly in normal range. The patient had symptoms of confusion, memory loss and some word finding difficulty. All of these completely resolved. Computed tomography (CT) and transthoracic echocardiogram (tte) were negative. The patient's ldh dropped to 184 two days later.